Event description:
It was reported that a patient presented remotely via merlin. Net, the pacemaker (pm) and the right ventricle (rv) exhibited noise over sensing. The patient experienced syncope. No intervention or procedure was performed.